Manufacturer narrative:
The returned device was evaluated. During evaluation the device was able to power on using both ac and battery power. The device was unable to obtain readings as a few seconds after power up the screen goes blank and the device provides a 10 beep error. Internal inspection showed pogo pins on the system circuit board are stiff. Additionally the u21 chips on the system circuit board pins 1 to 6 measured 3.6 ohms vs 3 mega ohms in a known good device. The faulty u21 chips are causing current leaks and are responsible for the 10 beep error. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Event description:
The customer reported device always switches off by itself. No patient impact or consequences were reported.